Manufacturer narrative:
(B)(4). Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Complaint not confirmed. Customer continues to use instrument; refuses to return product to MFR.

Event description:
This report is for pt 1 of 2. Health professional reports: date: (B)(6) 2009, hemochron poc inr vs lab inr: (B)(4) (B)(4) 3.7 vs 2.5; date: (B)(6) 2009, hemochron poc inr vs lab inr: (B)(4) (B)(4) vs 2.9; date: (B)(6) 2009, hemochron poc inr vs lab inr: (B)(4) (B)(4) 3.4 vs 2.8. Pt therapeutic range 2.5 - 3.0. Venipuncture inr's with each hemochron inr to check correlation.